Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon was using the monopolar curved scissors instrument when the cautery burned thru the wrist of the monopolar curved scissors tip cover accessory. The tip cover was replaced to successfully complete the procedure. No patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it relates to this event. #2955842-2008-00018.

Manufacturer narrative:
Conclusions - the tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the tip cover was returned with four holes burned through the silicone. The holes range in size from .020 to .050" and are located from .185" to .350" above the silicone to the sleeve interface. All holes exhibit localized melting and are scattered multiple around of the perimeter of the silicone, suggesting multiple arcing events occurred. The silicone also has various mechanical tears in the general vicinity of the holes. The tears are likely due to instrument collisions. The tip cover may have had tears in the current hole locations which created a path for arcing. Evidence of tearing may have been destroyed by the creation of the hole after an arcing event. The plastic sleeve also has various scratch event. The plastic sleeve also has various scratch marks concentrated on one side of the sleeve. These scratches may also be signs of instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.